Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting rapidly, and that the touch screen was not working as well as it was previously. There was no reported adverse impact to the customer. The customer declined to provide additional information regarding the issues and declined follow up contact from tandem technical support, therefore no additional information could be obtained.